Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-07314. It was reported that the patient experienced ineffective therapy. Reportedly, patient had multiple falls prior to experiencing ineffective therapy. X-ray confirmed that one of the leads has migrated. Additionally, impedance test showed high impedance on one of the leads. As such, surgical intervention may take place at a later date to address the issue.